Manufacturer narrative:
The incident description field incorrectly listed this complaint as a onetouch ultra 2 meter when it should have stated onetouch ultra easy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch ultra 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable/unwilling to say when the alleged issue first occurred. The patient was unable/unwilling to disclose what diabetes medications she took and whether she made any changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that on an unspecified date and time after the alleged product issue began she developed the symptom of "sweating". The patient denied receiving any treatment. At the time of troubleshooting the cca noted that correct test strips were being used, it was not the first time the subject meter was being used, there was no misuse of the meter, the meter's batteries did not need to be replaced and when a new test strip was inserted the meter did not power on. However the cca was unable to resolve the alleged product issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.